Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this case and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection and the device was explanted. Prior to the infection, the patient was receiving effective therapy and is looking forward to re-implantation. There is no report of further complication.